Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the up arrow and ok keypad buttons became intermittently unresponsive a couple of months ago and now the ok button sometimes does not respond at all. The keypad was reportedly intact and the pump was not exposed to water. The patient said the pump was worn under garment against the body and that the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.